Event description:
The customer reported via phone call that she had buttons that were not responding on the insulin pump. Customer stated that numbers were scrolling when she programs a bolus. Customer does not have a back-up plan with her to treat herself. Customer stated that she just ate. Customer refused to troubleshoot and does not have time to talk. Customer demanded that her pump be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump was received cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.